Event description:
Customer reported being hospitalized due to dka as per md. Instructed customer to change set and inject as per md. Troubleshooting performed with md in hosp and wants pump replaced still. Analysis of returned pump revealed pump is functioning as designed.